Event description:
The customer stated being at her doctor's office and her insulin pump did not turn on. The customer was experiencing high blood glucose over 400mg/dl. Troubleshooting was declined and the customer feel frustrated because the insulin pump was not delivering insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.